Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ,ICD, implanted: (B)(6) 2012; 5867as, adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that one day after implant the right ventricular (rv) lead exhibited diminishing r waves and low high voltage impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.